Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "high pressure" alarm. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The reported issue was verified through functional testing. The cause of the reported issue was an inoperable downstream occlusion (dso) sensor. The dso was replaced to correct the issue. The device then passed all tests thereafter.